Manufacturer narrative:
Na.

Event description:
The customer stated that they received erroneous results for two patient samples tested with ise indirect na, cl for gen.2 on a cobas 6000 c (501) module. The first sample also had an erroneous result for ise indirect k for gen.2. All erroneous na and cl values were reported outside of the laboratory. It was asked, but it is not known if the erroneous k value was reported outside of the laboratory. The first sample initially resulted with an na value of 132 mmol/l accompanied by a data flag. When repeated on a second analyzer on 10-sep-2018, resulting with an na value of 142 mmol/l. When repeated on the original analyzer on 10-sep-2018, resulting with an na value of 142 mmol/l. This sample initially resulted with a k value of 3.89 mmol/l. When repeated on a second analyzer, the k value was 4.24 mmol/l on 10-sep-2018. When repeated on the original analyzer, the k value was 4.41 on 10-sep-2018. This sample initially resulted with a cl value of 111.4 mmol/l accompanied by a data flag. When repeated on a second analyzer, the cl value was 101.2 mmol/l on 10-sep-2018. When repeated on the original analyzer, the cl value was 103.2 on 10-sep-2018. The second sample initially resulted with an na value of 128 mmol/l accompanied by a data flag on 18-sep-2018. When repeated on a second analyzer, the na value was 141 mmol/l. This sample initially resulted with a cl value of 115.8 mmol/l accompanied by a data flag. When repeated on a second analyzer, the cl value was 103.3 mmol/l. The repeat results were believed to be correct. No adverse events were alleged to have occurred with the patients. The na, k, and cl electrode lot numbers and expiration dates were asked for, but not provided. The field service engineer determined that there was contamination in the sample probe. He replaced probes. He verified all adjustments. The customer calibrated and ran controls; all results were within specifications. The customer confirmed that they had no further issues since these actions. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The erroneous k result was reported outside of the laboratory and later amended.